Manufacturer narrative:
Additional information was received that the damaged component was the plexiglass. This damage is not a reportable malfunction. H3 other text : additional information was received that the damaged component was the plexiglass. This damage is not a reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the side panel was broken. There was no patient involvement.